Event description:
It was reported the patient's blood glucose level rose to 21 mmol/l (378 mg/dl) while wearing the pod between 36 and 48 hours. When the pod was removed from the infusion site arm, the pod's cannula was found bent. Additionally, the patient is on a feeding tube and very thin. She put the pod on her arm, but because her arm is so thin, she wasn't getting insulin. The patient could feel diabetic ketoacidosis (dka) coming on and tested with keytone testers prompting her to attend the emergency room. At the emergency room the patient was provided with lots of fluids, and potassium. The patient reported being at the emergency room for the day, no further information was provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia and emergency room visit. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: no data available. Omnipod software app version: no data available. Operating system: no data available. Hardware: no data available. Cgm sensor type: no data available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.